Manufacturer narrative:
A sample has not been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the system presented with intraocular pressure (iop) disabled prior to the procedure. The procedure was completed with the same system and accessory with no harm to the pt.